Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the snubber board, generator driver and charger cable assembly. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system experienced low kv errors. There was no report of pt injury.